Event description:
It was reported by the field service engineer manager that a case was completed with >50% electrodes measuring deep (~3-5mm).

Manufacturer narrative:
A detailed analysis of the data logs and of the patient file has been performed and revealed that: - the verification step was not performed properly: one point was correctly checked and validated, but the others six recommended points were all the same and were validated with an important error detected (i.e. Not checked). The user manual adequately describes how to perform the registration verification. - the fusion of the post-operative CT was not adjusted after the automatic merge, and the fusion results could have been significantly improved by performing manual adjustments. Manual adjustments of the fusion are recommended and adequately described in the user manual. - the electrodes were placed too deep -- between 1.75 mm and 4.41mm away from the target point. The inaccuracy at the target point was confirmed for eleven out of twelve electrodes. However, since the twelve electrodes were accurately implanted at the entry point (with an accuracy mostly < 1mm), and because the applicative tests and brain accuracy checks passed during the preventive maintenance dated (B)(6) 2020, it is considered that the device behaved as expected and as specified. The inaccuracy in depth most probably results from other factors (e.g. The method of implantation), however its origin could not be determined. Based on the investigation performed, the technical root cause of the event was determined to be unrelated to the device.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI : (B)(4).

Event description:
It was reported by the field service engineer manager that a case was completed with >50% electrodes measuring deep (~3-5mm).